Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous, de novo left anterior descending artery that was 80% stenosed. Pre-dilatation was done using a 1.5x12mm mini trek balloon and a 2.0x12mm mini trek balloon (both at 8atm.). A 3.0x33mm xience xpedition stent was deployed at 10atm. A distal edge dissection was observed. A new 2.75x12mm xience xpedition stent was deployed to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.